Manufacturer narrative:
On 6/27/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 525cc mentor smooth round moderate profile saline breast prostheses, suffered left side deflation, extreme pain, seroma, hardening and capsular contracture baker grade unknown post-operatively. The patient also reported that they also experienced capsular contracture, hardness, and had to have a surgery to remove a scarring that was about the size of a golf ball that occurred due to their body's response to the implant. Patient added that their doctor sent the golf ball size scarring for testing and it was denied as being cancer. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: surgical intervention, capsular contracture this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507001bc lot: 7466681 sn: (B)(4) and (right) 750cc mentor memorygel breast implant catalog: 3507501bc lot: 7673648 sn: (B)(4). Manufacturer¿s reference number: (B)(4).